Manufacturer narrative:
Batch review performed on 04 september 2018. Lot 162074: (B)(4) items manufactured and released on 11 may 2016. Expiration date: 2021-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Inspection performed by packaging and washing manager on 07 september 2018: from the pictures an important deformation is evident in the primary and secondary blister. These deformations can be replied putting the packaging near an high temperature heat source or crushing the device under an elevated load. Considering that the box doesn't present damages it is likely that the blister was overheated. We had already similar situation on spine blisters we've analyzed all the medacta production process and we didn't discovered activities leading to a such as deformation. I conclude saying that the product didn't leave medacta with this deformation, but it was caused during the transportation/storage activities.

Event description:
Upon opening the inner packaging it was noticed that it was compromised and was not deemed to be sterile. An alternative implant that was available has been used.